Manufacturer narrative:
(B)(4). External insulation abrasion was found at 9.8 ¿ 10 cm and 13 ¿ 14 cm from the connector pin consistent with lead friction to the device can. The abrasion found most likely contributed to the complaint of noise problem that was detected in the field.

Event description:
It was reported that noise episodes were noted. The lead was explanted and replaced. The patient's condition is fine after the event.